Event description:
Chief technician reporting an internal "blood leak" of the dialyzer. Estimated blood loss was reported as <250 ml due to the discard of the extracorporeal circuit. There was no adverse effect with the pt and no medical intervention was required. Facility called to obtain a lot number and use number of the device, as well as pt descriptors for the MDR submission. The sample has been discarded. 10/27/98 further info supplied by the complainant. The user number when the leak was found was #15. The lot number was 8e11103. Pt identifers provided. The customer did not not believe that the reported leak was a product complaint.